Event description:
When the pca button was pressed, the medication squirted out the side of the tubing. A small crack was noted. It is not known how long it was there or how much pain medicine the patient did not get because of it. When device was tested, we noted that the tubing junction was incorrectly bonded and appeared defective.